Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The catheter snapped or broke above the balloon port. The patient's condition was reported as unknown.

Manufacturer narrative:
Qn#(B)(4). The device lot number was not provided; therefore a DHR review could not be conducted. No physical investigation or assessment has been conducted on the defective catheter as no actual or representative sample was returned for investigation. In the absence of any actual or representative sample, further investigation could not be conducted to identify the actual root cause of this reported failure. Therefore, this complaint could not be confirmed.

Event description:
The catheter snapped or broke above the balloon port. The patient's condition was reported as unknown.